Event description:
There is no additional information regarding the event.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under cmp-(B)(4). Following sections were updated or corrected: b4, b5, d2, d4, d9, d10, g1, g3, g6, h1, h2, h3, h4, h6, and h11. Review of the most recent repair record determined the unit would not power on. The motor, motor sleeve, o-ring, bearings, eccentric shaft and other parts were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). G2, country event occurred in: new zealand. The product is in the process of being evaluated by zimmer biomet. Once the product investigation has been completed, a follow up/final report will be submitted.

Event description:
It was reported that during surgery that the handpiece had very little power. There was no reported harm, injury or delay. An alternate device was available for immediate use. Due diligence is complete. No additional information is available.